Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported issue of stent deployment suture broken. Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 08, 2016 that an ultraflex esophageal distal release covered stent was to be used in the esophagus during a stent placement procedure performed on (B)(6) 2016. According to the complainant, the physician started to release the stent; however, the deployment suture of the device broke during the release. The physician removed the partially deployed stent from the patient and the procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A fully-deployed ultraflex¿ esophageal stent and delivery system were returned for analysis. The deployment suture was not returned. Visual evaluation found that the retention suture at the proximal end of the stent was broken. A part of the retention suture was missing and a stent wire was broken at the proximal most end of the stent. No other issues were noted with the device. Based on the details of the complaint, the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on october 08, 2016 that an ultraflex esophageal distal release covered stent was to be used in the esophagus during a stent placement procedure performed on (B)(6) 2016. According to the complainant, the physician started to release the stent; however, the deployment suture of the device broke during the release. The physician removed the partially deployed stent from the patient and the procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.